Event description:
Rn caring for patient stated he noted an unintentional rise in the patient's temp from 33 c (esophageal probe) at 0500 to 35 c+ by 0630. Stated no other change in patient assessment noted. Noted a "flicker" in power around 0530. Stated no other change in patient status noted.day nurse, night nurse and supervisor at patient bedside at 0725, light flashing noted between green run tab and transport mode buttons, night nurse stated light not flashing previously. Run tab pushed to resume cooling therapy, however console appearing to rewarm. Console stopped, re-primed (disconnected from patient) and restarted on cooling mode (max temp) without incident. Patient temp decrease from 36.2 c to 34.8 c noted over next 2 hrs. Day shift rn stated she spoke with md regarding slow cooling - instructed to change innercool console, done without incident. ER md noted of re-prime and console change by day rn caring for patient.